Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, possible under delivery anomaly. The customer reported blood glucose value of 46 mg/dl. The customer reported hypoglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1812. Customer reported that their bolus wizard estimate value is not correct. Confirmed that pump did not make correct bolus wizard calculations based on information entered by the customer. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1812 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0875 inches. No under/over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 10.8 units of normal bolus was delivered on 24-sep-2024 between 08:02:27.000 and 23:45:55.000. Pump was cut to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Unable to do the force sensor zero offset test due to moisture damage on the flex connector. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Pump passed functional testing and no under/over delivery anomalies noted during testing. Possible under/over delivery anomaly was not confirmed. Unable to confirm low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.